Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2012. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implanted device.  They reported the device had never worked because a lead is bad and the other lead is on the wrong side and just doesnt work. Patient stated he has not been able to use the implanted neurostimulator for quite some time because it doesn't work on the side the back hurts. Patient said he was supposed to have the lead replaced but they decided not to. Patient service specialist asked when patient started having issues with the lead and patient said since implant the lead is in the wrong location. Pt reports its been this way since implant. Pss did not clarify which implant this started on and put unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, lot# serial# (B)(6), implanted: (B)(6) 2012, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated the unit does not work. Patient stated they went in to have it fixed in 2022 to have the old battery replaced but they did not replace the lead which is what they were supposed to do patient stated it worked at the beginning but the lead went out. Patient stated that a field rep did verify that the lead is not working. Patient went to see one healthcare provider (hcp) and they told patient that they do not replace leads but there is a hcp in another city who does and they will have an agent meet patient up there. When asked for event date detail patient stated post implant in 2022. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65 lot#/serial# (B)(6) implanted: (B)(6) 2012, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that there was no device concern or change in therapy, the lead just went out. Pt noted the cause of the issue was unknown. Pt noted their original stimulator was non-medtronic. The proposed solution was to switch to medtronic with the understanding that the bad lead was going to be replaced. Pt noted when they woke up from surgery, they were told the only surgery was at the units. Pt noted the issue was not resolved. No one has reached out to the pt. They still have a dead lead with no answers. Pt noted their lower back and hip pain was on the site with the dead lead. Pt noted they bought an external unit, but they weren't the same.